Event description:
A customer reported to baxter (B)(4) a vented nitro set pvc tubing segment injection site that was leaking. It is unknown where the leak took place or what unit this leak occurred in. This leaking condition was discovered during use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device has been received for evaluation but the evaluation has not been completed yet. A follow-up report will be filed once the device has been evaluated or if any additional details become available. This represents all information known by the reporter at this time. (B)(4).